Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with therapy was not reported. The cause of the peritonitis was constipation. The patient was treated with injection piperacillin 4.5% (dose and frequency not reported, ip), injection sulbactam (dose and frequency not reported, IV) and injection heparin (1000 iu (international units) for peritonitis. At the time of this report, the patient was recovering from the event of peritonitis. It was unknown if the patient recovered from the constipation.